Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. The cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. No image or video clip for the reported event was submitted for review. Verification of the product and event details via system logs confirmed the instrument was last used on (B)(6) 2021 on (B)(4) with 0 uses remaining after this procedure. A site history review was performed and no related complaints were found for this product. Based on the information provided at this time, this complaint is being reported based on the following conclusion. A cadiere forceps instrument broke and fragments reportedly fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a cholecystectomy surgical procedure, the customer had issues with the cadiere forceps breaking and a fragment from the instrument falling inside the patient. The customer was able to retrieve the fragment and performed an x-ray to confirm that all fragments were removed. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) contacted the isi clinical sales rep (csr), who was present at the case, to obtain additional information. It was confirmed that the surgeon manually removed all fragments from the patient and confirmed the removal by performing an x-ray. The procedure was delayed for approximately 90 minutes as a result. No additional procedure was required to remove the fragment. The surgeon was not sure what caused the instrument breakage and subsequent fragment falling inside the patient. The surgeon had been using the instrument for "some time." The instrument was inspected prior to use with no issue noted. The surgeon did not notice any issue with the instrument prior to the breakage, and there were no instrument collisions. There was no patient harm resulting from the reported issue and the patient has not returned due to any post-operative complications.